Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge tubing separated from the cartridge. There was no reported impact to customer's blood glucose level. Reportedly, customer replaced the cartridge and was able to successfully resume insulin.